Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger was not bringing the device to a full charge, and the user had the protective case on during charging; the agent advised removing the case and trying a different power outlet. No clinical signs, symptoms or conditions reported. Outcomes included no impact to health and no medical intervention. Investigation included customer care troubleshooting and education focused on charging practices and power source changes. Investigation of this case revealed no device alarms and suggested possible charging interference due to the case or outlet selection, consistent with use-related factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to charging setup.